Event description:
It was reported that since (B) (6) 2010 hearing sensations were intermittent. Since 1 or 2 days, the patient no longer has any hearing sensations. The external parts have been checked and worked properly. Testing carried out on (B) (6) 2010 shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.